Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a coil embolization procedure using a velocity delivery microcatheter (velocity) and a neuron max 6f 088 long sheath (neuron max). During the procedure, the physician advanced the velocity through the neuron max and noticed that the velocity did not have a radiopaque marker; therefore, the velocity was removed. The procedure was completed using a new velocity and the same neuron max. There was no report of an adverse effect to the patient.

Event description:
The patient was undergoing a coil embolization procedure using a velocity delivery microcatheter (velocity) and a neuron max 6f 088 long sheath (neuron max). During the procedure, the physician advanced the velocity through the neuron max into the patient and noticed that the velocity did not have a radiopaque marker; therefore, the velocity was removed. It was also reported that the radiopaque marker was not left inside the patient. The procedure was completed using a new velocity and the same neuron max. There was no report of an adverse effect to the patient.

Manufacturer narrative:
Evaluation of the returned velocity confirmed a missing marker band on the distal tip and damage to the distal tip. Evaluation also revealed distal polymer was fractured from the marker band location to the distal tip while the liner remained in place but was elongated. This indicates the marker band likely became detached from the catheter due to a tensile force. The root cause of the marker band becoming detached could not be determined. Due to it being noticed upon initial advancement through the neuron max, it is likely this damage occurred prior to advancement into the patient. Further evaluation revealed kinks along the catheter. This damage was likely incidental to the complaint. Penumbra catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. Section h. Box 6. Conclusions code 1: 4316 - the investigation findings do not lead to a clear conclusion about the root cause of marker band detachment h3 other text : placeholder.